Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during drain 3 of 4. The patient was connected and had not disconnected prior to the se. The baxter technical service representative (tsr) assisted the patient with ending therapy. The tsr reviewed the proper procedures per the user manual with the patient and had the patient disconnect using aseptic technique. The patient would notify their peritoneal dialysis nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.